Event description:
The recipient is reportedly experiencing no sound, facial nerve stimulation (fns), and balance issues with and without device use. Balance issues reportedly began before implantation and are believed to not be related to device use. A CT scan confirmed device placement. Imaging did not show any issues. The recipient reportedly underwent integrity testing and asked to stop due to discomfort. Programming adjustments have been made; however, the issue did not resolve. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.